Event description:
The facility representative contacted a technical service representative to report a flo-gard infusion pump with a broken door; this condition had the potential to interrupt delivery. This condition was found in the "intermedio" department. It is unknown when this event occurred. The facility representative stated that there was no patient involved and there were no reports of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). The customer's reported condition of a flo-gard infusion pump with a broken door was confirmed and reproduced during evaluation. The cause of the reported condition was due to cracks in the door latch/handle area. The pump head door, occlusion detectors and bumpers were replaced and the occlusion sensors calibrated to fix the reported condition. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). The device has been serviced three times prior to this event. The device has not been previously sent into service for the reported condition of "broken door".